Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was 380 mg/dl. The customer came home with a urinary tract infection and was treated with antibiotics. She was vomiting and dehydrated. She stated that she had changed her infusion set leading up to the emergency room visit. She was put on an insulin drip and discharged after 5-6 hours. She was wearing the insulin pump at the time of the event. She reported that the insulin pump would not alarm sometimes when the infusion set cannula was bent. She noted that she only had 18 units of insulin left in the reservoir when the status screen showed more than 20 units remaining. She stated that the absence of no delivery alarm occurred a week prior on (B)(6) 2015. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the device. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.